Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, abdominal pain lower, discomfort, intermittent fever, chills and sweaty. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menometrorrhagia and stress urinary incontinence outcome was unknown. The reporter considered menometrorrhagia and stress urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, abdominal pain lower, discomfort, intermittent fever, chills and sweaty. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy total vaginal). Essure was removed on (B)(6) 2020. At the time of the report, the menometrorrhagia and stress urinary incontinence outcome was unknown. The reporter considered menometrorrhagia and stress urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.